Event description:
Pt was injected with synvisc one. Post injection the pt had increased pain for 3 wks. Later it was found that this lot number had been recalled. Event abated after use stopped or dose reduced.